Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Attempt to charge and boot the unit and failed due to unit does not power on after charge. Internal test was performed and failed due to water damage. The log was not downloaded due to unit does not power on after charge. Confirmation of the allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.